Event description:
This MDR is being filed in association with the alleged event filed by the pt's attorney in mdrs 1018233-2012-01716 and 1018233-2012-01717. There have been no allegations of deficiency or serious injury against this device. This device is listed in the pt's implant/explant record.